Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported the patient was on impella 5.5 support and while on support, the purge pressure rose to >1000mmhg. No kinks were observed and the purge cassette was replaced with no success. Tissue plasma activator protocol was initiated and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product or data logs were returned for evaluation. Clinical details noted tissue plasminogen activator (tpa) protocol was administered and resolved high purge pressure alarms. The root cause of the high purge pressure was most likely due to biomaterial as it was able to be resolved with tpa. Added-h6 impact code 4644.